Manufacturer narrative:
Updated section b4 (date of this report), g3 (date received by manufacturer), h6 (investigation findings) and h6 (investigations conclusions). H11: additional manufacturer narrative: the serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. IFU review unable to be performed as the model is unknown. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed. Devices are typically explanted or disabled because they are not functioning optimally. In some cases, the failure mode is not provided. Other times, it may be reported as but not limited to; stenosis, increased/high gradient, regurgitation, transvalvular leak, thickened leaflet, leaflet tear, immobility, restriction, and/or unspecified svd or nsvd...structural valve degeneration/deterioration (svd) refers to changes intrinsic to the valve such as, but not limited to; wear, fracture, calcification, thickened leaflet, or leaflet tear. These may present as regurgitation, stenosis, increase/high gradient, leaflet immobility, restriction, or difficulty coapting. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. IFU review unable to be performed as the model is unknown. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed. The complaint is confirmed via image evaluation. Four pictures were reviewed. Report of leaflet torn was confirmed. Images showed the outflow aspect of an explanted valve. What appear to be host tissue overgrowth was observed on the commissure and on the sewing ring. A tear on the leaflet was observed next to the commissure on image 4.

Event description:
Edwards received notification that a 27mm carpentier edwards perimount pericardial valve implanted in aortic position was explanted from a 42-year-old patient after an approximate implant duration of nine (9) years and six (6) months due to a leaflet tear close to one of the stent posts leading to grade 3 regurgitation (mean gradient 17mmhg and vmax 2.5m/s). As per the operative report and pictures provided, leaflet tear appeared at the right coronary cusp close to the sewing ring. Reportedly, patient was asymptomatic. A 25mm non-edwards mechanical valve was implanted in replacement. Patient remained hospitalized after surgery, and was noted as to be well.

Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation. Four pictures were reviewed. Report of leaflet torn was confirmed. Images showed the outflow aspect of an explanted valve. What appear to be host tissue overgrowth was observed on the commissure and on the sewing ring. A tear on the leaflet was observed next to the commissure on image 4. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.